Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficulty to position and the reported stent dislodgement were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As the reported difficulty to position and the reported stent dislodgement were unable to be confirmed, a conclusive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Reportedly, while attempting to introduce a 3.0x23mm xience alpine stent delivery system (sds) into the introducer sheath it could not be inserted. It was removed for inspection and it was noted that the stent dislodged. Whether it came out of the packaging that way, occurred during preparation, or upon insertion into the sheath is unclear. The device did not enter the patient. The procedure was successfully completed with another xience alpine sds. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.